Manufacturer narrative:
Contact office street address omitted from the initial report. Device investigation narrative - one 560p camera control unit part number 72201919 was received on may 26, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of overheating could not be reproduced. Product passed functional testing including power cycling during 16 hour burn-in inside a test tower. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating message or signal loss occurred during 16 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. No problem found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the hd 560p camera control unit presented a unit is overheating warning on the display. Camera control unit was replaced with a back-up unit. Reported 10-15 minute delay. No report of patient or staff injury associated with the event.